Event description:
It was reported that this brady lead was explanted due to unknown product performance anomaly. This brady lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to unknown product performance anomaly. This brady lead was replaced with the same model. No additional adverse patient effects were reported. Additional information received indicates that this left ventricular (lv) lead was explanted and replaced due to a lack of selective left bundle branch pacing in either unipolar or bipolar configurations. X-rays and fluoroscopy confirmed the lv lead had pulled back. During the lead revision, leads were placed in different locations without success, visually inspected, and replaced. No additional adverse patient effects were reported. The explanted leads were disposed at the end of the procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.